Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The caller reported that the cannula had not inserted into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were review and the product lot met all acceptance criteria.

Event description:
The customer's husband reported that his wife's blood glucose reached 530 mg/dl after wearing this pod for less than a day. They removed the device and corrected with a manual injection of 18 units. When they examined the device, the adhesive had folded under the pod and prevented the cannula from inserting properly.